Event description:
The customer states that the feeding set presented leakage and the nutrition did not flow in the system.

Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.